Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm while sitting by a pool. The customer's blood glucose level was not impacted. There was a temporary delay in clearing the alarm and resuming insulin delivery.